Event description:
It was reported the device does not stay on, even with a new battery. Follow-up information received determined there was no patient involvement. The device condition was found during routine biomed testing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the device does not stay on, even with a new battery. Follow-up information received determined there was no patient involvement. The device condition was found during routine biomedical engineer testing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found the device would not power up. The cause was the main pcb (printed circuit board). The battery contacts were also found to be compressed, the upper case, ring, and two side bail covers broken, and the ring bent.